Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04142. It was reported during a procedure on (B)(6) 2019 (reference MFR reports: 1627487-2019-04140 and 1627487-2019-04141) a possible problem in the ipg/lead connection was identified via x-rays. The entire scs system was explanted.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04142.